Event description:
The facility reported that a aq5010v 3 piece silicone lens tore. It is unk if the product malfuntioned, or if the lens, cartridge, or injector were related to the event. The injector and cartridge model and lot numbers were not specified by the facility. No info has been forthcoming from the user facility.